Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): free flow: "anticoagulation treatment using "actilyse" was initiated to the pt on (B)(6) 2013, starting with a 6 mg bolus and then continuing with the droprate of 57 ml/h. However, when the pt entered to the ward 10 minutes later the 50 ml syringe was empty. According to the nurse on the emergency room the initiation of treatment was done as follows: the medication was taken from a 50 mg container to the 50 ml syringe where the total volume was then about 40 ml. The tubing connected to the syringe was a 10 ml of internal volume. The conclusion hereby was that the pump delivered the medication faster then which was the setting, 57 ml/h. The administration of the drug was then ceased for 35 minutes, which after the remaining was given normally." MFR ref # 9610825-2013-00440.